Event description:
A malfunction alarm was reported by the customer, identified as malf 16. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery remained uninterrupted.